Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) dilatation procedure performed on (B)(6) 2024. During the procedure, after dilatation was performed and the balloon device was removed, a metal stent was being advanced when the black catheter (rx tunnel) from the balloon device came out of the duodenoscope. The rx tunnel had detached from the hurricane rx dilatation balloon. The rx tunnel was removed from the patient using rat tooth forceps. No further devices were required as the procedure had already been completed with the original hurricane rx dilatation balloon when the rx tunnel was found. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (rat tooth forceps).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) dilatation procedure performed on (B)(6) 2024. During the procedure, after dilatation was performed and the balloon device was removed, a metal stent was being advanced when the black catheter (rx tunnel) from the balloon device came out of the duodenoscope. The rx tunnel had detached from the hurricane rx dilatation balloon. The rx tunnel was removed from the patient using rat tooth forceps. No further devices were required as the procedure had already been completed with the original hurricane rx dilatation balloon when the rx tunnel was found. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (rat tooth forceps). Block h11: investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found that the rx tunnel was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment was confirmed. It likely occurred due to the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. The detachment in the device was caused by a mechanical problem resulting from the material being exposed to a force or load beyond its designed capacity. This stress overload caused the material to detach. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.